Event description:
It was reported by service report that the pt right head end siderail will not pull out, raise, or lower. It was further reported that the power cord was frayed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail.